Event description:
It was reported that difficulty removal occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. The balloon was inflated twice at 6 atmospheres for 60 seconds. The balloon was completely deflated, but during removal of the balloon, resistance was encountered. The device was pulled out, but the tip of the non-boston scientific sheath was torn. The procedure was completed with this device removal. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The recommended sheath size as per pcb2cm specification for this device is a minimum 6fr. The customers 6fr introducer sheath was not returned for analysis. For investigation purposes the investigator applied a vacuum using a 20ml syringe as per IFU pcb 2cm and successfully advanced the device through a boston scientific 6fr sheath and successfully withdrew it with no resistance experienced or damage to the sheath. A visual examination of the returned device confirmed that the balloon had been inflated. No issues or damage was noted with the balloon material or blades. All blades were present and fully bonded to the balloon material. No issues were noted with the of the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that difficulty removal occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. The balloon was inflated twice at 6 atmospheres for 60 seconds. The balloon was completely deflated, but during removal of the balloon, resistance was encountered. The device was pulled out, but the tip of the non-boston scientific sheath was torn. The procedure was completed with this device removal. No complications were reported.